Manufacturer narrative:
The pump was received with a cracked case at the display window corners, reservoir tube lip, and battery tube threads. The pump was received with a minor scratched lcd window. The pump was received with a loose or flush drive support disk and a stripped battery cap coin slot. (B)(4).

Event description:
The customer reported via phone call that she cannot get the battery cap off with a quarter or a screwdriver. Customer stated that the cap looks like the lip of the battery compartment may be cracked. Customer stated that she may have screwed the cap too tight on a previous occasion. Customer stated that she was attempting to change the battery but she was unable to remove the battery cap. Customer stated that the groove of the battery cap was wearing away. Customer declined to troubleshoot the pump being dropped. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.